Event description:
It was reported that this device was cycling power. There was no report of pt involvement or negative pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.